Event description:
The contact called for help with the customer's meter. While troubleshooting, she performed control tests and rec'd a result of "lo". The normal control range was 116-167 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips and meter are to be returned for eval. A breeze2 meter kit was sent to the customer.